Event description:
It was reported that the patients spinal cord stimulator (scs) was not providing adequate pain relief. The patient underwent an explant procedure wherein all device components were removed. No further information could be obtained. Additional information was received that the explanted devices were not returned as they were kept by the medical facility.

Event description:
It was reported that the patients spinal cord stimulator (scs) was not providing adequate pain relief. The patient underwent an explant procedure wherein all device components were removed. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7071586, UDI: (B)(4).